Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette during treatment. The leak occurred during drain but there are no specific event details as to which drain the pt was in. The leak was not into the cycler. There is no further knowledge as to the location of the leak. There were no pt ill effects. Sample was discarded by the pt.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. An investigation of the lots delivered to the customer for the product were reviewed and a lot number was not able to be determined.